Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Correction to field d6a: implant date. The returned implantable cardioverter defibrillator (ICD) was analyzed, and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The elective replacement indicator (eri) to end of life (eol) window was found to be shorter than expected<<, but full device function was verified. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which resulted in a shortened eri to eol window. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population. The returned implantable cardioverter defibrillator (ICD) was analyzed, and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited beeping tones. Boston scientific technical services (ts) discussed reasons for beeping and described beeping cadence or frequency. Ts also advised to visit emergency room if symptomatic. Additional information indicated that the device recorded a code 1003, which is indicative of battery voltage too low for the projected remaining capacity. This device remains in service. No adverse patient effects were reported. Additional information received indicated that the device was surgically explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited beeping tones. Boston scientific technical services (ts) discussed reasons for beeping and described beeping cadence or frequency. Ts also advised to visit emergency room if symptomatic. Additional information indicated that the device recorded a code 1003, which is indicative of battery voltage too low for the projected remaining capacity. This device remains in service. No adverse patient effects were reported. Additional information received indicated that the device was surgically explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Correction to field d6a: implant date. The returned implantable cardioverter defibrillator (ICD) was analyzed, and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The elective replacement indicator (eri) to end of life (eol) window was found to be shorter than expected<<, but full device function was verified. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which resulted in a shortened eri to eol window. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited beeping tones. Boston scientific technical services (ts) discussed reasons for beeping and described beeping cadence or frequency. Ts also advised to visit emergency room if symptomatic. Additional information indicated that the device recorded a code 1003, which is indicative of battery voltage too low for the projected remaining capacity. This device remains in service. No adverse patient effects were reported. Additional information received indicated that the device was surgically explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Correction to field d6a: implant date.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited beeping tones. Boston scientific technical services (ts) discussed reasons of beeping and describe beeping cadence or frequency and was also advised if feels symptoms visit emergency room. Additional information indicated that the device recorded a code 1003, which is indicative of battery voltage too low for the projected remaining capacity. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.